Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned in the replacement lens case. Solution was dried on the lens. The posterior optic surface is scraped. The optic has cracked and gouged areas. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a handpiece. It is unknown what cartridge was used with the lens. The viscoelastic used is unknown. The product investigation could not identify a root cause for the complaint of "explanted, dislocated lens". The lens was damaged. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The replacement lens was a different lens model, 17.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was explanted due to dislocated lens. Additional information was requested.